Event description:
Patient reported that was injected on both sides of the jawline with JUVÉDERM®¿VOLUX¿ XC, patient is experiencing "bacterial infection in the injected areas and has been sick for three weeks". Two unknown antibiotics were prescribed. The event is ongoing.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable.This is a known potential adverse event addressed in the product labeling.